Manufacturer narrative:
Corrected data. B5 - describe event or problem. It was reported to abbott, a patient had their ipg removed due to loss of therapeutic effect. Reprogramming was attempted multiple times with little benefit. The patient also complained of pocket pain over the last 2 years. The patients was getting more pain relief with periformis injections. The system was explanted without complications. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported the device that the ipg was deemed inoperable and patient experienced pain at the ipg site. Patient also experienced ineffective and multiple attempts to reprogram were unsuccessful. As a result, surgical intervention was undertaken wherein the entire system was explanted to address the issue.

Manufacturer narrative:
The report of ¿ineffective therapy¿ was not confirmed. Analysis of lead a found it was returned incomplete. Lead a had been cut during the explant procedure and only the terminal end segment (11.9cm in length) was returned.

Manufacturer narrative:
B3-date of event is estimated. Reporter phone number: (B)(6).

Event description:
It was reported the device displayed the end of service (eos) message and it is unknown if the device depleted prematurely. Patient also experienced ineffective and multiple attempts to reprogram were unsuccessful. As a result, surgical intervention was undertaken wherein the entire system was explanted to address the issue.